Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224drg implantable cardioverter defibrillator - 2009-(B)(6); 456853 implantable pacing lead - 2004-(B)(6). (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was noted that the transmission showed nst (non-sustained tachycardia) with post pace oversensing after the nst event. The rv lead's sensing was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.